Event description:
It was reported that this pacemaker was an attempted implant as the right atrial (ra) lead could not be inserted completely into the ra lead port in the device. The doctor used mineral oil to see if that would help the lead slide in easier, but it still wouldn't go all the way in. The procedure was attempted multiple times but something inside the ra port was blocking it from going in all the way. A new device was used, and the ra lead was successfully inserted. The attempted pacemaker has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was an attempted implant as the right atrial (ra) lead could not be inserted completely into the ra lead port in the device. The doctor used mineral oil to see if that would help the lead slide in easier, but it still wouldn't go all the way in. The procedure was attempted multiple times but something inside the ra port was blocking it from going in all the way. A new device was used, and the ra lead was successfully inserted. The attempted pacemaker has been returned for analysis. No additional adverse patient effects were reported.